Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer¿s insulin pump alarmed for off no power. Customer states that they did not receive a low battery alert prior to the off no power alarm. Customer¿s blood glucose was 313mg/dl and 111mg/dl at time of incident. Insulin pump will be return for analysis.